Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Fast flow was reported. Adverse event: unknown. Date of event: unknown.

Manufacturer narrative:
Method: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: sample was not available. Without the actual product, an analysis cannot be conducted. Conclusions: should additional information become available, I-flow will submit a follow-up to this report.